Event description:
It was reported by the attorney that after a mole removal procedure, the surgeon closed the incision before making a complete accounting of all needles used during the surgical procedure. The pt underwent a second surgery which consisted of enlarging the incision in an attempt to find and remove the surgical needle which caused scarring and further injury to the pt.